Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and chronic totally occluded de novo lesion in the right coronary artery (rca). A 2.25x33mm xience sierra stent delivery system (sds) was advanced; however, it became stuck in the anatomy at the rca shepherds crook. The sds was able to be removed, but it was noted that the stent struts were flared. The procedure was successfully completed with a 2.25x32mm non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.